Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (device code, results code) the reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial tray is not well aligned in the sagittal plane. Without comparison to early post-operative imaging is cannot be assessed whether this was a user issue, or that it happened later due to subsidence¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the medical expert assessment it can be confirmed that the infinity tibial component is not aligned in the sagittal plane, but whether it was due to a user issue or happened later due to subsidence could not be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.